Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision 480cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
Insuspect device received on october 01, 2021. Device evaluation completed on october 08, 2021: during visual evaluation, no apparent damage or visual anomalies were observed on the siltex uhp 480cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Per information received with the device, date of explantation updated to (B)(6), 2021. Manufacturer¿s reference number: (B)(4).